Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device causing damage to another device appears to be related to user technique/procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling. The two other clips are filed under separate medwatch report numbers.

Event description:
This is filed to report the interaction between the first and second clips. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), grade 4. The first clip (70125u225) was implanted without issue. A second clip (70125u213) was taken to the valve and positioned; however, there may have been interaction with the first deployed clip as the first clip experienced a single leaflet device attachment (slda). The second clip was deployed medial. A third clip (70125u221) was deployed lateral to the first clip. After deployment of the third clip, it was noted that the clip also experienced a slda. A fourth mitraclip was implanted to stabilize the third clip. Mitral regurgitation was unchanged at grade 4 with the four implanted clips. The physician commented that the leaflets were very frail and suspects that the leaflet may have torn away inside the first and third clips. No additional information was provided.